Event description:
(B)(4). Same patient as 2134265-2009-05199. It was reported that post a peripheral stenting treatment procedure the patient died. The lesion being treated was located in the left common iliac artery. The lesion characteristics, average lesion intraluminal diameter was not measured, total lesion length was 28mm, calcified and eccentric. A wallstent rp stent 8x38mm was implanted. The clinical and radiological assessment was technically successful and there were no procedure related complications and angiographic and clinical results were excellent. At the hospital discharge the patient was alive and the control performance at discharge showed there was evidence of improvement in the luminal diameter to less than or equal to 30% residual stenosis. At the six month follow up the patient was alive. There was no evidence of improvement in the luminal diameter to less than or equal to 30% residual stenosis, no hemodynamic success and no clinical success. The twelve-month patient follow up assessment documented that the patient died in (B)(4) of 2008. No additional data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.